Event description:
The customer reported that they encountered error code # 18 during an operation and it repeated over and over. As a result, the surgical time was delayed by more than 30 minutes. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.